Event description:
A patient had been treated by his physician for hyperglycemia. The reporter states his blood glucose had been over 500 for 2 days prior to being seen by his physician. The reporter stated he changed his site, tubing, and cartridge four times with no improvement. He reports finding no leaks and that he loaded the insulin correctly. There are no reports of alarms or alerts. The reporter believes insulin is not pushing through the admin set. The device will be returned for evaluation; to ensure that is is functioning correctly and did not contribute to the reported incidence.